Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd unknown product leaked material#: unknown, batch#: unknown. It was reported by customer that the mp5303-c j-loop leaked at the connection to the IV while pushing contrast through the IV. Rcc received a complaint via email. I do not have additional information to add to the complaint from november 18, as there was no additional information provided. I have worked with departments involved and have asked to save product and packaging if possible. We did have another event yesterday, 11/25/2025, where the mp5303-c j-loop leaked at the connection to the IV while pushing contrast through the IV. No harm to patient. When this occurs, teammates have been able to take off the tegaderm and tighten the connection and proceed with contrast. Statlocks are being used in conjunction with IV cath and j loop. Product and packaging was saved from the j-loop. Lot#: (10)25089028.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.